Event description:
It was reported that during a lap hepatectomy, unformed clips came out when a nurse fired the device before use for the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. The device was not used for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.